Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 (B)(4), telph (hcp): information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted the week prior to the report and was in the hcp office for a follow-up. They reported they hadn't felt anything within a day or so of the implant. The patient saw a power on reset (por) the first time they operated the programmer. On (B)(6) 2016, it was reported that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.